Event description:
It was reported by the affiliate that during a esophagectomy, the edge of the device became wobbly. Then it was found that the metal stick, which about 5mm, fell into the pt. It was already removed and no device was found in the pt body by x-ray. After that, the device was gripped by the handle at the outside and the spring fell out. Another device was used to complete the case. There were no consequences to the pt. Device will be returned.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.